Manufacturer narrative:
Block e1: initial reporter city: (B)(6); reported here as the city exceeded character limit for designated field. Block h6: imdrf device code a150208 captures the reportable event of second flange stuck in scope.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a drainage procedure performed on (B)(6) 2026. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange did not release from the scope. The device and endoscope were removed, and the procedure was completed using a new axios stent. There were no patient complications reported due to this event and the patient condition following the procedure was reported to be fully recovered.